Event description:
Procedure type: hemicolectomy. According to the reporter: a re-operation was needed due to prolapsed parastomal hernia. Sutures had lost all strength but were still knotted, therefore, allowing the hernia to come through and it prolapsed. This was four days post-operation. Patient status ok. Hernia fixed and stoma re-attached.